Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 with chest tightness and coronary angiography was performed, showing bilateral vascular lesions. The mid left anterior descending (lad) artery showed 95% stenosis and a 4.0 x 38 mm xience xpedition stent was implanted. On (B)(6) 2015, the patient was re-hospitalized with chest tightness. Coronary angiography was performed and conservative treatment was given. The patient was discharged to home on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional evaluation codes added.